Event description:
On (B)(6) 2011, the patient/lay-user's mother contacted lifescan (lfs) alleging that her son was experiencing a power issue with his one touch ultralink meter. The (B)(4) spoke with the patient's mother on (B)(6) 2011 and obtained the following information. The patient's mother reported that the alleged issue with the subject meter not turning on began "overnight" on (B)(6) 2011. She informed this mss that he had a back up meter and started using the other meter instead. The patient's mother stated that her son tests his blood glucose 2x/day and manages his diabetes with insulin (pump therapy) and due to the alleged issue she denied that he made any changes to his usual diabetes treatment. The patient's mother claimed on (B)(6) 2011 after the alleged issue started her son felt "nauseated". She denied that her son received any form of medical treatment in response to his symptom. During the initial call with customer service, the agent noted that the patient had been using the correct test strips and the batteries were not due for replacement. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor received medical intervention for acute complications of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 (12/08/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k073231.